Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected data: b1, b5, h1, h6: this complaint was reviewed and the unknown cage/spacer was found to be not reportable. The actual product code was not available for the initial report and therefore the report was submitted as an unknown product code with the assumption that depuy synthes was the legal manufacturer. Upon receipt of additional information, it was found that reporting responsibility for the product belongs to the third party legal manufacturer. Legal manufacturer has been notified of this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown cage/spacer/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient had a c3-6 acdf with proti acis and coda plate system on 11/16/2023. Patient was not available to follow-up, then showed up to hospital. Imaging showed the c3-4 cage subsided into the c3 body and the plate pushed up to the c2 body. Screws in the c6 body started to back out. The surgeon took the patient back and performed a c3 corpectomy and re-plated down to c6 with new plate and screws and then backed up the construct with a c2-t2 posterior fusion. Once exposed, it showed the locking mechanism was broken at c6. The small metal pieces that broke off the locking mechanism were suctioned up. The remaining hardware was saved and shipped back to company for evaluation. This report is for one (1) unknown cage/spacer this is report 3 of 3 for complaint (B)(6).